Event description:
During an initial implant procedure, was stylet was unable to advance all the way through the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stylet was unable to advance all the way through the left ventricular (lv) lead was confirmed. As received, a complete lead was returned in one piece. Visual examination found the lead body was damaged, and the inner coil was compressed at the middle region of the lead. The cause of the reported event was due to the damaged lead body and compressed inner coil which is consistent with procedural damage.